Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc device compared to a competitor brand meter. The customer indicated they experienced a loss of consciousness and suffered a laceration that required stitches. The customer reported staying in the hospital for four days and receiving treatment for cholesterol and pain medication. No additional information was provided. There was no report of death or permanent injury associated with this event.